Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is plausible. In addition a complete insertion was not achieved at implantation surgery with two channels remaining extra-cochlear. However to determine an exact root cause a device investigation of the explanted device is necessary. Further steps will be discussed.

Event description:
The user's hearing performance with the device is affected. After re-programming on (B)(6) 2024, the user still complains about hearing being too soft and speech being unclear. The clinic will discuss plans for a explantation or re-implantation with the user.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. After re-programming on (B)(6) 2024, the user still complains about hearing being too soft and speech being unclear. The clinic will discuss plans for a explantation or re-implantation with the user.